Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and a separation between the silicone tubing and twist clamp was observed. Leak, clear passage, and clamp function testing were performed, and no leaks were observed. The cause of the separation could not be determined, however the assembly between the female connector and the tubing / bushing is a friction fit and not a solvent bond. A strong tug on the tubing or patient adapter could cause separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a separation between the tubing and the twist clamp of the minicap transfer set was observed. There was no patient involvement. No additional information is available.